Event description:
Boston scientific crm received information that this right ventricular (rv) lead's pacing impedances have been around 1900 ohms since implant. The r are great and the thresholds vary between 0.8 and 1.0. There have been a few readings greater than 2000 ohms. The physician will continue to monitor this patient as other lead measurements are within normal limits and stable and this lead has always had historical high impedance measurements. No adverse patient effects.

Manufacturer narrative:
As of today, this product remains in-service. Should additional information become available, this report will be updated.